Manufacturer narrative:
We received one dpt for examination. The reported event of pressure measurement issue was confirmed. The dpt zeroed but did not sensed pressure accurately on the pressure monitor. Electrical testing showed the values were unstable for the input and output impedance. The zero-off set values were also unstable. No visible damage or defect was found at the dpt cable connector, cable, or solder joints of the dpt. In addition, a black discoloration was observed on the sensor chip. A part of the gold pad was also found damaged at the black discoloration location. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. In this event, the dpt line was unable to zero so the clinician was made aware that there was a problem with the pressure line. Therefore there was no inappropriate treatment administered. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The 510k is not available as this is a (B)(6) custom defined product.

Event description:
It was reported that before use, the pressure waveform was not shown on the monitor and it was unable to zero. Therefore the device was not used. Occurrence date is unknown. There were no patient complications reported. Inquired of patient demographics. Unable to be obtained.